Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer ref.: (B)(4).

Event description:
Manufacturer ref.: (B)(4).

Manufacturer narrative:
When replacing a faulty o2 gas module (reported in 8010042-2019-00541), the spare part (o2 gas module ) was also found faulty. The faulty spare part o2 gas module was replaced and returned for investigation. Simulated use testing of the received o2 gas module could not reproduce the described customer issue. The o2 gas module was working as expected. The received device log files have confirmed the reported problem. As the reported fault could not be reproduced, the cause of the reported fault could not be determined.